Manufacturer narrative:
The device has not yet been received by the manufacturer for investigation. A follow up report will be done when the product is returned, and if the investigation requires.

Event description:
Upon opening the package, it was noticed that the vial of monomer had broken and was emitting an odor. There was no pt involvement. There were no adverse consequences reported by the user.